Manufacturer narrative:
Product has not been returned for evaluation.

Event description:
During knee surgery, the surgical nurse had the product in stock and was prepared to use on a case when she found a hair inside of the white tubing. There was a one hour delay in the procedure. No other information is available at this time.